Event description:
Breast tissue expander leaked and had to be replaced. Tissue expander leaked normal saline tinted with methylane blue into left breast cavity. Tissue expander was removed and sent to pathology for gross study only.what was the original intended procedure?implant.device #1is this a laboratory device or laboratory test?no.